Event description:
During a transfemoral tavr case the 26mm sapien xt valve was placed too aortic [95:5 aortic:ventricular] resulting in moderate paravalvular leak [pvl]. A second valve was implanted. The 23mm sapien xt was positioned 50:50 across the native aortic annulus. During deployment, the valve move slightly aortic landing in a 70:30 [aortic:ventricular] position. Post implant, tee showed moderate pvl. Due to the valve position, the physicians determined that a second valve was needed to resolve the pvl. The second 23mm sapien xt was positioned across the first valve slightly more ventricular; but 50:50 within native annulus. The second valve was deployed and maintained its intended position, landing approximately 1 stent cell more ventricular than first. Post implant tee showed pvl had resolved and was non-existent. Per report, this patient had a small/short ventricle. Also, during deployment, patient developed pvc's during pacing run. These factors, along with the patient horizontally located heart made positioning challenging. It was determined that the short ventricle and pvc's during deployment caused the valve to move aortic slightly, creating pvl.

Event description:
During a transfemoral tavr procedure the 23mm sapien xt valve was prepped with an extra 1.5cc of contrast. Post valve deployment, moderate paravalvular leak was noted and an additional cc was added to the delivery system for post dilation resulting in mild to moderate central aortic insufficiency. A second valve was prepped and deployed within the first valve. The central aortic insufficiency was attributed to over inflation of the valve. The patient was stable following the procedure.

Manufacturer narrative:
(B)(4). Per the instructions for use, device malposition requiring intervention and paravalvular leak [pvl] are known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment the thv training manual also identifies several procedural and anatomical factors that can contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. In this case, patient and procedural factors appear to have contributed to this event. Per report, pt. Had a small/short ventricle. Also, during deployment, patient developed pvc's during pacing run. These factors, along with the patient¿s horizontally located heart made positioning challenging. It was determined that the short ventricle, and pvc's during deployment caused the valve to move aortic slightly, creating paravalvular leak. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Manufacturer narrative:
Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect would contribute to the event. In this case, procedural factors [over inflation of the valve during post dilation] caused the central aortic insufficiency. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.